Event description:
The attending physician observed that a mosaic implant had slightly migrated on films taken during a follow-up exam. This was a case of patient non-compliance, as the patient did not follow doctors orders. A revision surgery was performed in 2009, to remove the implant and replace it with a different manufacturer's system. The revision case was completed with no further incidences. The patient is reported to be in good health.

Manufacturer narrative:
Method: the device was not returned for evaluation. The initial reporter reported that this was a case of patient non-compliance, and that the device did not fail to perform in any way.